Event description:
Reference number (B)(4). Event occurred in germany. On (B)(6) 2024, it was reported that the patient encountered hospitilized due to high blood glucose. The blood glucose level was found to be 798mg/dl.the patient was treated with insulin in hospital no further information available ..

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany. Since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.